Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 575mg/dl due to bent cannulas. The customer declined to troubleshoot for the high readings. Customer stated that they treated with insulin pump bolus. The insulin pump will not be returned for analysis.